Event description:
Forty y/o female admitted, c/o pain right breast with a firm crease in the inferior aspect. Right breast became larger with tenderness in breast and arm. Fibroglandular tissue adjacent to the implant with slightly increased density. A mammogram performed 7/11/97 indicated a possible implant leak with no dominant mass or calcifications. These implants were removed and replaced with mcghan implants. The pt recovered well and was discharged with no complications.